Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (school nurse) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter displayed an ¿error 1¿ message. The complaint was classified based on the customer service representative (csr) documentation, and on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient¿s father and after reviewing the call recording. During the initial call, the reporter stated that the alleged meter issue began approximately a week prior to contacting lfs, after a battery change. It is not known how the patient manages her diabetes. The reporter claimed the patient continued to follow her usual diabetes management regimen in response to the alleged meter issue. The reporter claimed that 5 minutes prior to attempting to test her blood glucose the patient developed symptoms of feeling ¿tired and shaky¿, which she associated with having low blood glucose. Despite being unable to test her blood glucose due to the alleged issue, the reporter claimed the patient treated herself with candy on (B)(6) 2016 at 1.50pm in response to the symptoms. During the follow-up call, the patient¿s father reported that his daughter had to carry out a blood glucose test prior to being allowed on the school bus, and as she was unable to obtain a blood glucose reading she was unable to travel home. At the time of troubleshooting the csr noted that it was not the first time the product was being used. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The date/time of the symptoms could not be confirmed, therefore the subject meter could not be ruled out as a cause or contributor to the event.